Event description:
It was reported that the 1 line, 1 transducer 60" (152cm) 3 ml/hr macrodrip exhibited a leak. It was stated that "the line welded under the drip chamber became detached without any external manipulation, a leak has been observed under the drip chamber." It was also stated that ¿the device has been quarantined without knowing for how long or on the identification of the patient, the nurse who made the report asked the question to his colleagues present that day, it is not known who quarantined the medical device". Photo of the device has not been provided. There was unknown patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model: 425000403. This product was used for the product code and 501k. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
The customer returned one new and one used sample for evaluation. The reported complaint of separation was confirmed on the used sample and not confirmed on the new one. Used sample: during visual inspection, the pvc tubing was received separated from the drip chamber on the used sample. Sufficient solvent was observed at the end of the pvc tubing. The probable cause of the separation is unknown. New sample: no visual anomalies were observed on the returned set. The returned set was primed and pressure leak tested, and no leaks were observed. The product had performed per the specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.